Manufacturer narrative:
(B)(4). The customer reported intermittent 12 lead ECG acquisition. A failure to acquire 12 lead ECG could prevent or delay the course of therapy. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported intermittent 12 lead ECG acquisition. A failure to acquire 12 lead ECG could prevent or delay the course of therapy.